Event description:
It was reported by service report that the 3002 s3 bed had error 304 displayed on the footboard for the ibed siderail status. No patient involvement or adverse consequences are reported.